Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2012-02769 addresses the endostat ii generator. It was reported to boston scientific corporation on (B)(6), 2012 that an endostat ii generator and an endostat footswitch was used during procedure. According to the complainant, there was no output in all modes. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Patient age, gender, and weight are unknown. Event date is unknown. (B)(4). The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.